Event description:
It was reported that during implant attempt, the stylet could not be removed, resulting in insulation damage. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor had a stylet/guidewire stuck in the lumen, the proximal conductor was pulled/stretched/overstressed, the distal conductor was pulled/stretched/overstressed, there was blood on the proximal conductor, there was blood on the distal conductor, the lead was damaged at implant, and the lead was stretched; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.